Manufacturer narrative:
No information has been forthcoming regarding the reason for removal of the m6-c device. Without the device and/or device details; i.e. Part number, lot or serial number, a review of the lot history records cannot be performed. Risk assessment review identified no new risks related to the device. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that an m6-c was revised 3-4 years post implantation. No additional information has been forthcoming.